Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, intraperitoneal) and meropenam injection (1gm, intraperitoneal) for peritonitis. The patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, b6, d10, e1, h2, and h11: b5: upon follow up, it was reported the peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unknown date, vancomycin and meropenem were discontinued. On an unknown date, the patient was discharged from the hospital. On an unknown date, the patient recovered from the event. No additional information was available. Should additional relevant information become available, a supplemental report will be submitted.